Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was mashed onto the bushing and the control wire was missing. The coil had been cut and the proximal end including the handle was not returned. The clip assembly could not be deployed and the prongs could not be opened or closed. Additionally, the oversheath was cut with the coil and the sheath grip was not returned. The condition of the returned incident device was consistent with the complaint that the clip failed to release from the catheter. The evaluation further revealed that the clip was mashed onto the bushing which prevented its release from the delivery catheter. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, four clips were placed at an esophageal tear without issue. However, after placing the fifth clip, it would not release from the delivery catheter. The handle was cut from the device so the scope could be withdrawn, and then the patient was sent for surgical intervention. However, in transit to surgery, the patient coughed, which released the clip. The clip remained on the tissue and no further intervention was required. Reportedly, the scope was not in a retroflex position and the procedure was delayed approximately 6-15 minutes. Additionally, no damage was noted to the device or its packaging prior to use. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, four clips were placed at an esophageal tear without issue. However, after placing the fifth clip, it would not release from the delivery catheter. The handle was cut from the device so the scope could be withdrawn, and then the patient was sent for surgical intervention. However, in transit to surgery, the patient coughed, which released the clip. The clip remained on the tissue and no further intervention was required. Reportedly, the scope was not in a retroflex position and the procedure was delayed approximately 6-15 minutes. Additionally, no damage was noted to the device or its packaging prior to use. The patient's condition at the conclusion of the procedure was reported to be stable.